Event description:
(B)(6) received a complaint on the v60 ventilator indicating that there was misalignment in the touchscreen. The device was reported to be outside of use at the time of the reported problem. The operational planner stated that during periodic maintenance it was found that the touch panel was misaligned. A calibration was performed, but no improvement was noted. Based on the information available and the testing conducted, the cause of the reported problem was the touch panel. The customer then replaced the touchscreen. It was stated that no other abnormality was found. The other parts were replaced for preventative maintenance. The touch panel issue was resolved by the replacement of the touch screen. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A touchscreen was received for evaluation and testing was performed by a philips product investigation engineer on 14may2023. The touch screen passed all diagnostic testing, and the resistance measurements are all within specification. The touchscreen was found by the product investigation engineer to operate as designed and no problem was found.